Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Concomitant therapy: unknown tyco healthcare product. Reason for mesh implantation: rectocele and enterocele. The procedure performed: posterior colpoperineorrhaphy with graft and bilateral sacral spinous. Complications post ivs tunneller and pelvicol implantation: on (B)(6) 2011: in-office trimming: removed a tail of piece of mesh from a vaginal ivs. The outcome attributed to the device includes pain, recurrence, and infection.